Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc). The loc did not result in any asystole. The rv lead was surgically abandoned and replaced. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.